Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation not yet complete. This device was used for treatment.

Event description:
The patient underwent a trochanteric fixation nail procedure on (B)(6) 2013. As the surgeon was retracting the 130 degree aiming arm from the patient, the device came apart from the insertion handle and broke into 3 pieces. No delay in surgery was reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. A manufacturing conclusion cannot be presented due to the condition of the product and the missing holding pins. Visually there does not appear to be an issue other than the damage sustained by long term use. (B)(4). Subject device is a multi-use instrument.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the product development evaluation are as follows: the lot number confirms the aiming arm was sold in (B)(4) 2003, which means it saw just under 10 years out in the field. Even though the aiming arm had a service life of ~10 years the design was deemed to be insufficient at the time.